Event description:
The hosp reported during a procedure, the physician noted a change in the picture's quality and removed the endoscope. After doing so, the physician noticed the tip of the device was missing. The physician went back into the pt with another endoscope and retrieved the plastic tip from the pt's stomach. With a retrieval net. The hosp reported that sometime during the course of the procedure, the pt sustained a tear to the gastroesophageal junction.